Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. It was stated that the patient had a fall and the doctor suspected premature anchor eyelet degradation, therefore are two possible root causes of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (5l13501), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that a patient had one 4.5mm healix advance¿ br anchor with dynacord¿ suture, bioabsorbable anchor placed in shoulder for rotator cuff repair. Roughly seven months later, patient had revision cuff repair and doctor observed during surgery that the suture was still tied in a loop but suture from anchor was no longer attached to anchor. Doctor suspected anchor eyelet degraded prematurely in this patient. Patient stated they did have a fall. Doctor was not sure if fall or eyelet degradation caused failure. No additional information was provided.